Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the frn for the subtrochanteric fracture of the femur. The surgeon tried to insert the end cap for about 30 minutes while watching an image intensifier; however, the end cap could not be inserted. The surgeon thought that the end cap got stripped. Therefore, when the surgeon tried to use the end cap of the loner device, the end cap was different shape and different product number from the end cap which was using in surgery. It was confirmed that the end cap in question was for the afn. The agency had not replaced the end cap for afn with an end cap for frn. Although the surgery was scheduled for three hours, the surgery was completed successfully with more than 30 minutes delay. No further information is available. This report is for one (1) end-cap f/a2fn cann extens. 0 tan grey. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 04.009.000s. Lot number: 97p2327. Manufacturing site: mezzovico. Release to warehouse date: 12 apr 2021. Expiration date: 01 apr 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the end-cap f/a2fn cann extens. 0 tan grey was found the device stripped. This can be related with the unable to assemble/disassemble (2+ devices) allegation. No other defect was found. A dimensional inspection for the end-cap f/a2fn cann extens. 0 tan grey was unable to be performed due to the complex geometry of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the complex geometry of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.